Event description:
It was reported to boston scientific corporation, in 2006 that a maxforce high performance balloon dilatation catheter was used during an esophageal dilatation procedure (patient age, gender, & weight unknown) the same day. According to the complainant, "broke while being inflated" no patient complications were reported as a result of this issue, and the patient was reported as "fine" following the procedure.

Manufacturer narrative:
A visual analysis of the returned device confirmed the reported event. A visual evaluation revealed a break occurred approximately 26.4cm from the distal end of the tip. In addition, a tear in the balloon was observed approximately 5.4cm form the distal edge and was 1.4cm in length. However the exact cause of the reported event could not be determined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.